Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead showed an increase in pacing impedances to high, within normal limit values. The ICD and the rv lead remain in service. The physician opted for monitoring the patient further at this point. No adverse patient effects were reported. Additional information was received from the field mentioning that the patient thinks they received a shock while sleeping and the ICD has been recording low r waves and pacing impedances high, out of range. The ICD and the rv lead remain in service. No adverse patient effects were reported.